Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight not provided. Lot number for device not provided. Manufacturing date of device is unknown.

Event description:
It was reported that the abutment screw fractured at the site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified screw fragment in the drive feature of the device. Complainant reported that the abutment screw fractured at the site. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The following sections have been updated: h3: device evaluated by manufacturer. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.